Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 2008k hemodialysis (hd) machine had a black spot on ntc 3. They stated that it looked slightly burnt. Prior to identifying the black spot, the machine was failing the act temp hi/lo hard/soft test in self-test mode. The biomed had calibrated the temperature sensors and the temperature control, and they swapped the actuator test board with a known good board. Due to the black spot found on ntc 3, the ts representative advised the biomed to replace that part as well, and to recalibrate the temperature sensors and temperature control. The biomed was then advised to swap the sensor board and function board if the issue persisted. The biomed called back due to continuing issues with the machine while it remained out of service. Specifically, the biomed stated the machine was experiencing a conductivity offset failure during conductivity cell calibration, and it was displaying an operator error message when they attempted to calibrate the conductivity cells. The biomed ended up replacing the function board and the sensor board. They also replaced all valves on the balancing chamber, valve 26, and valve 41. When the repair work was completed, the machine was returned to service. The biomed confirmed the machine was fully operational at the time of follow-up. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The biomed stated there were approximately 42,000 hours on the machine. The replaced parts were not available to be returned for evaluation as they were reportedly discarded. Additionally, the biomed did not have any pictures of the burnt component. There was no patient involvement associated with the reported event.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 2008k hemodialysis (hd) machine had a black spot on ntc 3. They stated that it looked slightly burnt. Prior to identifying the black spot, the machine was failing the ¿act temp hi/lo hard/soft¿ test in self-test mode. The biomed had calibrated the temperature sensors and the temperature control, and they swapped the actuator test board with a known good board. Due to the black spot found on ntc 3, the ts representative advised the biomed to replace that part as well, and to recalibrate the temperature sensors and temperature control. The biomed was then advised to swap the sensor board and function board if the issue persisted. The biomed called back due to continuing issues with the machine while it remained out of service. Specifically, the biomed stated the machine was experiencing a conductivity offset failure during conductivity cell calibration, and it was displaying an ¿operator error¿ message when they attempted to calibrate the conductivity cells. The biomed ended up replacing the function board and the sensor board. They also replaced all valves on the balancing chamber, valve 26, and valve 41. When the repair work was completed, the machine was returned to service. The biomed confirmed the machine was fully operational at the time of follow-up. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The biomed stated there were approximately 42,000 hours on the machine. The replaced parts were not available to be returned for evaluation as they were reportedly discarded. Additionally, the biomed did not have any pictures of the burnt component. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.